Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. However analysis did find corrosion and contamination in the battery compartment.

Event description:
The patient reported that when the batteries were put into the monitor, it turned on by itself and beeped twice. While the patient was reading the instructions, the batteries heated up and melted to the cover of the battery compartment and melted a piece of plastic that was under the monitor. The plastic was watery/wet. When the batteries were removed from the monitor, they were extremely hot. No patient complications were reported as a result of this event.